Event description:
On (B)(6) 2008, the pt was implanted with two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm measuring 5.1cm. It was reported that the pt was lost to f/u for many years. On (B)(6) 2012, the pt presented to the emergency room with a ruptured abdominal aortic aneurysm. An angiogram revealed that the trunk-ipsilateral leg component had moved distally into the aneurysm sac. The pt was opened up and the devices were explanted and an aorto bi-femoral graft was implanted to treat the rupture. It was reported that the pt lost a large amount of blood. Amount of blood loss is unk. The pt tolerated the procedure. On (B)(6) 2012, it was reported that the pt's right lower leg became cold and had no blood flow. An embolectomy and fasciotomy procedure were preformed and it was determined that the pt's lower leg muscles were dead. An above knee amputation was performed on the right side. It was reported that the pt had peripheral vascular disease. The physician felt the pvd did contribute to the amputation. The pt is in stable condition.

Manufacturer narrative:
Result - the review of the mfg paperwork verified that this lot met all pre-release specs. Please note add'l devices implanted and related to this event: (B)(4).